Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp and was unable to perform the battery run time test because the battery was not fully charged. The fse advised the facility¿s biomedical engineer to charge the batteries overnight and he would return to check. The fse then returned on (B)(4) 2018 and performed the battery run time test on fully charged batteries. The batteries failed after 40 minutes of battery run time test. The fse replaced the batteries and this corrected the failure. The fse also replaced the expired safety disk. The iabp passed all functional and safety tests per factory specifications and was returned to customer, cleared for clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6).

Event description:
The customer reported that the cs300 intra-aortic balloon pump (iabp) shutdown while in use on a patient. No patient injury or harm was reported.